Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced wide fluctuations in blood glucose while using the ilet, with postprandial hyperglycemia attributed to insufficient meal announcements followed by automated corrections that contributed to hypoglycemia; the user reportedly overtreated lows, leading to rapid rebounds to approximately 300¿350 mg/dl, and subsequently disconnected and used subcutaneous insulin pens. Symptoms included hypoglycemia with a reported nadir of 57 mg/dl and periods of hyperglycemia outside the target range for about 30 minutes. Outcomes included temporary discontinuation of the ilet and use of multiple daily injections without hospitalization or ketone testing. Investigation included review of user-reported logs and counseling on learning phase behavior, correction factors, and hypoglycemia treatment. Investigation of this case revealed user technique and behavior were likely contributors, including inadequate meal announcements and overtreatment of lows. It was concluded that the event involved hyperglycemia and hypoglycemia with cause not fully determined and that troubleshooting and education were completed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.